Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer inspected the device, powered down pyxis, reconnected half height drawer 2, powered back on with all drawer lights functioning, ran hta tests on drawers 2.1 and 2.2, then, the fse inspected all drawers, doors, e-drawer connections, power cord, and pyxibus cables, found no issues. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not stayed powered on and shut down. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.